Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left occlusion only/migration of essure device location of device: unknown'), genital haemorrhage ('general abnormal bleeding') and procedural haemorrhage ('complications or problems at the time of your essure procedure? Yes ¿ spotting.') In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are two essure coils in the left fallopian tube". The patient's medical history included dizziness. Concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), abdominal pain upper ("stomach -top, bottom pain"), back pain ("back pain"), swelling ("swelling") and headache ("headache"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, procedural haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue and migraine outcome was unknown, the genital haemorrhage and abdominal pain upper had resolved and the back pain, swelling and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, swelling and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, gen. Abnorm. Bleed, migration. Essure insertion date provided in pfs (B)(6) 2012. Discrepancy noted in essure implant (B)(6) 2012 and explant date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded), there is contrast in the right fallopian tube with suggestion of spillage. There are two essure coils in the left fallopian tube and no contrast entered the left fallopian tube. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, stomach -top, bottom pain, back pain, swelling and complications or problems at the time of your essure procedure? Yes ¿ spotting,there are two essure coils in the left fallopian tube. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left occlusion only/migration of essure device location of device: unknown') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are two essure coils in the left fallopian tube". The patient's medical history included dizziness. Concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition fibroids"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach -top, bottom pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), procedural haemorrhage ("complications or problems at the time of your essure procedure? Yes ¿ spotting."), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), swelling ("swelling") and headache ("headache"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, procedural haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, migraine and uterine leiomyoma outcome was unknown, the genital haemorrhage and abdominal pain upper had resolved and the back pain, swelling and headache was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia, gen. Abnorm. Bleed, migration. Essure insertion date provided in pfs (B)(6) 2012. Discrepancy noted in essure implant (B)(6) 2012 and explant date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral. Occlusion (left tube occluded), there is contrast in the right fallopian tube with suggestion of spillage. There are two essure coils in the left fallopian tube and no contrast entered the left fallopian tube. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received- new event reproductive system disorder or condition, type of disorder or condition: fibroids was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left occlusion only/migration of essure device location of device: unknown') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are two essure coils in the left fallopian tube". The patient's medical history included dizziness, premenopause and vaginal discharge. Concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition fibroids"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach -top, bottom pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/heavy bleeding"), procedural haemorrhage ("complications or problems at the time of your essure procedure? Yes ¿ spotting."), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), swelling ("swelling"), headache ("headache") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, procedural haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, dyspareunia, fatigue, migraine, uterine leiomyoma and abdominal pain lower outcome was unknown, the genital haemorrhage, heavy menstrual bleeding and abdominal pain upper had resolved and the back pain, swelling and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, procedural haemorrhage, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, gen. Abnormal. Bleed, migration. Essure insertion date provided in pfs (B)(6) 2012. Discrepancy noted in essure implant (B)(6) 2012 and (B)(6) 2012 and explant date (B)(6) 2017 and (B)(6) 2017. Abdominal hysterectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded), there is contrast in the right fallopian tube with suggestion of spillage. There are two essure coils in the left fallopian tube and no contrast entered the left fallopian tube. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, pelvic pain, dysmenorrhea, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information and patient's medical history were added.rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left occlusion only/migration of essure device location of device: unknown') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are two essure coils in the left fallopian tube". The patient's medical history included dizziness. Concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition fibroids"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach -top, bottom pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/heavy bleeding"), procedural haemorrhage ("complications or problems at the time of your essure procedure? Yes ¿ spotting."), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), swelling ("swelling"), headache ("headache") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, procedural haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, dyspareunia, fatigue, migraine, uterine leiomyoma and abdominal pain lower outcome was unknown, the genital haemorrhage, menorrhagia and abdominal pain upper had resolved and the back pain, swelling and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, gen. Abnorm. Bleed, migration. Essure insertion date provided in pfs (B)(6) 2012 discrepancy noted in essure implant (B)(6) 2012 and explant date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded), there is contrast in the right fallopian tube with suggestion of spillage. There are two essure coils in the left fallopian tube and no contrast entered the left fallopian tube. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event lower abdominal pain added. Event outcome updated of event menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/left occlusion only/migration of essure device location of device: unknown'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue, "there are two essure coils in the left fallopian tube". The patient's medical history included: dizziness. Concurrent conditions included: uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition, type of disorder or condition fibroids"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), (B)(6) months (B)(6) days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach top, bottom pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/heavy bleeding"), procedural haemorrhage ("complications or problems at the time of your essure procedure? Yes, spotting"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), swelling ("swelling"), headache ("headache") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, procedural haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, dyspareunia, fatigue, migraine, uterine leiomyoma and abdominal pain lower outcome was unknown. The genital haemorrhage, menorrhagia and abdominal pain upper had resolved. And the back pain, swelling and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, swelling, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia, gen. Abnorm. Bleed, migration. Essure insertion date provided in pfs (B)(6) 2012. Discrepancy noted, in essure implant: (B)(6) 2012. And explant date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, unilateral occlusion (left tube occluded). There is contrast in the right fallopian tube with suggestion of spillage. There are two essure coils in the left fallopian tube and no contrast entered the left fallopian tube; imaging procedure: on (B)(6) 2012, essure confirmation test(s), (unspecified) left occlusion only. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ left occlusion only') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy- bilateral, hysterectomy- partial). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, gen. Abnorm. Bleed, migration. Essure insertion date provided in pfs (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Previously reported event "injury" is replaced by "pelvic pain", events" dysmenorrhea (cramping),abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and migration", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.